Event description:
It was reported the gun mechanism jammed during an superfical femoral artery procedure, causing the stent not to deploy. The delivery system was removed & replaced with another of the same make & type. A 2nd instrument was used, but the stent deployed inside the sheath. Everything was removed & replaced with a competitor's to complete the procedure without further complications. Off-label use.